Event description:
It was reported that while inserting/manipulating the device intra-operatively, there was a delay in surgery time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This complaint has been investigated. Our investigation confirmed the stated failure mode. We have begun a corrective action process within our quality management system to identify the root cause and scope of the failure. Applicable corrective actions have been/ will be implemented as required to prevent the re-occurrence of this failure mode going forward.

Manufacturer narrative:
Please be advised: 1020279-2011-00474 001 indicated the product was produced at the smith and nephew - (B)(4)manufacturing site; however, the correct registered manufacturing site was smith and nephew -(B)(4).